Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that due to a competitor lead issue that needed to be revised, the physician elected to replace this pacemaker at the same time as it was nearing end of life (eol). There was no allegation against the device function.

Event description:
Boston scientific received information that this pacemaker was explanted due to an unspecified product performance issue. The field representative has been contacted for further details. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4).